Event description:
A nurse experienced a needle stick injury when depositing a syring into the clear container in the almond cabinet. Syringes had a tendency to accumulate in the tortuous path lid of the container, and the nurse could not see when needles were protruding upward. The nurse subsequently incurred a needlestick as a result of needles jammed in the lid. The type of syring, fill level of the container at the time of the incident and location of container is unknown. It is unknown what type if any, first aid was given.

Event description:
A nurse experienced a needlestick injury when depositing a syringe into the clear container in the almond cabinet. Syringes had a tendency to accumulate in the tortuous path lid of the container, and the nurse could not see when needles were protruding upward. The nurse subsequently incurred a needlestick as a result of needles jammed in the lid. The tyope of syringe, fill level of the container at the time of the incident and location of container is unk. It is unknown what type, if any, first aid was given.

Event description:
A nurse experienced a needle stick injury when deposisiting a syringe into the clear container in the almond cabinet. Syringes had a tendency to accumulate in the tortuous path lid of the container, and the nurse could not see when needles were protruding upward. The nurse subsequently incurred a needlestick as a result of needles jammed in the lid. The type of syringe, fill level of the container at the time of the incident and location of container is unknown. It is unknown what type if any first aid was given.

Event description:
Several nurses, at least four, experienced needle stick injuries to the hands or fingers, over a one month period when depositing syringes into the clear #4838-c container in the almond cabinet. Syringes had a tendency to accumulate in the tortous path lid of the container, and they could not see when needles were protruding upward. The nurses subsequently incurred needlesticks as a result of needles jammed in the lid. The type(s) of syringes which caused the needlesticks were unknown, as was the fill level of the containers were either in pt rooms or nursing stations. It is unknown what type, if any, first aid was given.

Event description:
A nurse experienced a needle stick injury when depositing a syringe into the clear container in the almond cabinet. Syringes had a tendency to accumulate in the tortuous path lid of the container, and the nurse could not see when needles were protruding upward. The nurse subsequently incurred a needlestick as a result of needles jammed in the lid. The type of syring, fill level of the container at the time of the incident and location of container is unknown. It is unk what type, if any, first aid was given.